Manufacturer narrative:
Catalog# 48061000. Lot# 096836. Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The complaint device has been manufactured for around 8 years and used hundreds of times in the possession of the reporter. Conclusion: the most likely cause of the reported event was determined to be the overload during long-term usage.

Event description:
It was reported that; when releasing handle from trial shaft a small shaving of metal fell out of the quick release mechanism.

Event description:
It was reported that; when releasing handle from trial shaft a small shaving of metal fell out of the quick release mechanism.